Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device was not returned for evaluation. There was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x28mm xience xpedition was implanted in the mid right coronary artery (rca), 90% stenosed lesion and a 3.5x18mm xience xpedition stent was implanted in the proximal rca, 80% stenosed lesion. In (B)(6) of 2017, the patient was hospitalized for coronary angiography. Per imaging, in-stent restenosis of the 3.0x28mm xience xpedition stent was observed. As treatment, another stent was implanted and the patient was discharged after improvement. The patient is in reported good condition. No additional information was provided regarding this issue.